Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump just suddenly ran out of battery without giving any low battery alarms and after inserting new batteries they got battery failed and software error detected. Customer was able to clear the alarm. Customer was unable to complete pump rewind. Customer also stated that she kept on getting pump error and battery failed alarms after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.